Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure the generator showed error c-00 after power on, customer state they tried power cycle the generator, but issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that they swapped in a third-party electrosurgical unit to continue the procedures of the day as the generator powered on with an error c-00.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-33/c-00 error) was confirmed and reproduced on generator connect to system. The logs confirmed the fault occurred in the field. Visual inspection found that the unit has no significant scratches or dents. The front bezel was in decent condition. C-33 error occurred during start-up. The unit that was placed on a system and was run in normal mode.